Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 107mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer mentioned that the drive support cap was sticking out a little bit. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched display window.